Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device after power on, started smoking and would not blow air and there was smoke odor. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation.it is observed that the device was able to power up, using the customer supplied power supply and power cord. After power up, display showed normal screen for about 10 seconds then there was an electrical odor smell.external and internal inspection of the device and observed the following:the back of the display had a slight brown mark.the pca(printed circuit assembly) had q4 (phase c) of the motor circuitry blown apart along with some surrounding circuitry, with black burn marks near it.at u4, the pins and traces had white residue (potential mineral deposits) and some unknown black marks (potential corrosion). There were also unknown black marks on the opposite side of the pca where u4 was located.the blower box was free of contamination, as observed with a visual inspection.the potential corrosion and unknown white residue (potential mineral deposits) indicates that moisture potentially got inside of the device, suggesting liquid ingress as the root cause. Moisture potentially dripped onto the pca causing destruction, as seen with previous dreamstation 2 investigations with similar consequences.pil was not able to confirm the complaint of the device smoking, but pil was able to confirm the complaint that there was smoke odor (electrical odor) and that the device would not blow air (as visually seen with q4 blown).there is visible damage or functionality failures of the device, most likely due to external conditions.there is one main potential issue:potential moisture getting into the device where the pca is located and is believed to be the primary cause of the customer complaint.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.